Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that red stripes appeared on the screen when the camera head cable was moved during a therapeutic knee arthroscopy with an olympus camera head. The procedure was completed without delay, and no patient injury was reported.